Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio iq meter displayed an unknown error message of "not enough blood". The complaint was classified based on the customer service representative (csr) documentation, since the patient was unable to be reached by phone for additional information. The patient was unable to confirm when the unspecified error message began to appear. It is not known what medication, if any, the patient takes to manage his diabetes or if he made any changes to his usual diabetes management routine due to the error message appearing. However, the patient reported that an unknown time after the alleged issue began, he developed "numbness in hand and feet". There was no mention of medical treatment/intervention received as a result of the alleged issue. No troubleshooting was able to be performed. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lfs' serious injury criteria, nor did he receive any medical intervention due to the reported issue. However, this complaint is being reported as a malfunction because the alleged error message remained unresolved.

Manufacturer narrative:
Correction (B)(4) 2015 - in the initial 3500a report should have been checked as product problem.